Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some staplers could not be removed and others jumped from the surgical site at removal. Therefore, a new unit was used instead. No staples fell inside the patient.

Event description:
It was reported that some staplers could not be removed and others jumped from the surgical site at removal. Therefore, a new unit was used instead. No staples fell inside the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product weckstat staple extractor 12/box lot # 73g1800383 was manufactured on 07/23/2018 a total of 10,200 pieces. Lot was released on 08/21/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 525980 weckstat staple extractor 12/box. The sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample appears used as there is biological material present on the sample. Functional inspection was performed by attempting to remove 44 staples that were fired onto a simulated skin pad. All staples were successfully removed from the simulated skin pad with no difficulty. No functional issues were found with the returned sample. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. "Place lower jaws of staple remover under the top span of the staple." "Squeeze handle to retract staple legs." "Lift the staple away from the wound to release and dispose of staple." The reported complaint of "unable to remove staplers" could not be confirmed based upon the sample received. The returned staple extractor was able to successfully remove all staples from the simulated skin pad with no difficulty. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staple extractor.